Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The customer reported the motor was running continuously. The repair technician reported the device had water damage. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that part 05.000.008, hand piece for battery powered driver's motor runs constantly when a battery is attached. This was discovered during routine testing. There was no case or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: lot 005093/003520/003520: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device runs continuously. The previous service condition of motor failure is relevant to the current complained issue of the device runs continuously. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.